Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the guide wire noted that only two pieces of the separation guide wire were returned. There was no blood visible. There was contrast on the tipball. One piece of the returned guide wire was the tip portion, including the tipball, and was 2.3 cm in length. There was a kink in the core 4 mm distal to the separation. The other piece of the returned guide wire was 2.5 cm in length. There was no other damage noted to the separated portions of the guide wire. Scanning electron microscopy (sem) analysis of the guide wire suggests that the core failure may be attributed to fatigue rupture initiating along the surface. The separated portion of the core and coils distal to the failure region revealed a mechanically cut surface. Cine of the procedure was received and reviewed by a clinical specialist. The reviewer concluded that there are no images of the fragmented tip, thus that part of the incident description cannot be confirmed. Guide wire separation may occur when the guide wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the guide wire in this trapped state would exceed design limits and cause the reported separation. In this case, the vessel and lesion were described as heavily calcified, totally occluded, moderately tortuous and also restenosed which could have contributed to the noted guide wire separation. Factors that may contribute to resistance while crossing or while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. In this case, it was reported that the guide wire was not able to cross the distal stent which was totally occluded which could have contributed to the inability to cross the lesion. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and no product identification was available on the returned product. Manufacturing performs a visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs an outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: apex 1.5 x 15. Guide cath: medtronic 6 fr. Sheath: 6 fr. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a right coronary artery procedure, the pilot 150 guide wire was not able to cross the distal stent which was totally occluded. Vessel and lesion site were characterized as being heavily calcified, totally occluded, moderately tortuous and also restenosed. After removal of the pilot 150 guide wire, a cross it guide wire was inserted which was also unable to cross the lesion site. During an attempt to cross the lesion site with a new pilot 150 guide wire and a non-abbott balloon catheter for support, the guide wire was twisted slightly to try to maneuver through the occluded stent. The guide wire failed to advance and both devices were therefore removed. After removal, the distal tip was noted as being missing and was removed during the surgery which was also performed for the chronic total occlusion. No adverse patient effects were reported. No additional information was provided.